Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had high blood glucose level of 12 mmol/l. Customer was treated with intravenous insulin. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S.w version 4.11d. Retainer ring = clear. Customer returned pump for an alleged possible under delivery and visit to emergency room for high bgs found on (B)(6) 2021(per ss event date), however the customer's notes stated the high bg event began on (B)(6) 2021. Also, on (B)(4), svn#: 000311092444 - customer returned pump for an alleged pump and bg meter communication anomaly found on (B)(6) 2020. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. The pump was programmed with contour next test glucose meter. The pump communicated properly and recorded the 91.8 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected pump and bg meter communication errors or anomalies noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the smartsolve event date of june 19, 2021, there is no unexpected alarms/suspends and found bolus wizard delivery of daily total of bolus insulin delivered = 15.1 u. On (B)(6) 2021 10:28:57.000 normal bolus delivered. Normal bolus amount programmed = 5. Bolus amount delivered = 5. On (B)(6) 2021 15:24:56.000 normal bolus delivered. Normal bolus amount programmed = 4.5. Bolus amount delivered = 4.5. On (B)(6) 2021 17:19:16.000 normal bolus delivered. Normal bolus amount programmed = 5.6. Bolus amount delivered = 5.6. In further full review of the pump history/traces based on the customer's notes stated the high bg event began on (B)(6) 2021, there is no unexpected alarms/suspends and found bolus wizard delivery of daily total of bolus insulin delivered = 12 u. On (B)(6) 2021 12:55:48.000 normal bolus delivered. Normal bolus amount programmed = 1.4. Bolus amount delivered = 1.4. On (B)(6) 2021 13:29:12.000 normal bolus delivered. Normal bolus amount programmed = 3.9. Bolus amount delivered = 3.9. On (B)(6) 2021 15:42:39.000 normal bolus delivered. Normal bolus amount programmed = 1. Bolus amount delivered = 1. On (B)(6) 2021 16:30:49.000 normal bolus delivered. Normal bolus amount programmed = 1.7. Bolus amount delivered = 1.7. On (B)(6) 2021 18:44:37.000 normal bolus delivered. Normal bolus amount programmed = 2.5. Bolus amount delivered = 2.5. On (B)(6) 2021 20:23:47.000 normal bolus delivered. Normal bolus amount programmed = 1.5. Bolus amount delivered = 1.5. In further full review of the pump history/traces based on the customer's notes stated was hospitalized on (B)(6) 2021, there is no unexpected alarms/suspends and found bolus wizard delivery of daily total of bolus insulin delivered = 32.7 u. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. Pump and bg meter communication anomaly were not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.